Manufacturer narrative:
Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported via phone call that a piece was missing from the reservoir opening and the o-ring was hanging out. The customer also noticed the insulin pump had scratches. Customer's blood glucose level was around 500 mg/dl due to a shot. The customer increased her basal rate to compensate for the shot. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.